Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), fallopian tube perforation ("essure coil migrated / essure perforated fallopian tube"), uterine perforation ("uterus perforation") and major depression ("major depression / depression") in a (B)(6) female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. In (B)(6) 2001, the patient had essure (ess205) inserted. On the same day, the patient experienced headache ("head pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pain ("severe and persistent pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), anxiety ("mental anguish"), injury ("injuries"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition") and treatment noncompliance ("she did no use birth control or contraception following her essure placement procedure"). The patient was treated with surgery (hysterectomy), essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the headache had resolved. At the time of the report, the pelvic pain and major depression was resolving and the fallopian tube perforation, uterine perforation, anxiety, injury, pain, allergy to metals, mental disorder and treatment noncompliance outcome was unknown. The reporter considered allergy to metals, anxiety, fallopian tube perforation, headache, injury, major depression, mental disorder, pain, pelvic pain, treatment noncompliance and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2001: not provided. Ultrasound scan - on (B)(6) 2016: uterus perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: patient´s medical history, onset date and removal date of essure added. New events added: severe and persistent pelvic pain, mental anguish and suffering from her injuries, anxiety, severe and persistent pain, allergic to nickel, essure caused or aggravated any psychiatric and psychological condition, major depression / depression, head pain, essure coil migrated/essure perforated fallopian tube and uterus perforation. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), fallopian tube perforation ("essure coil migrated / essure perforated fallopian tube"), uterine perforation ("uterus perforation") and major depression ("major depression / depression"). In a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception following her essure placement procedure". The patient's medical history included: multigravida and parity 3. Concurrent conditions included uterine bleeding. Concomitant products included enoxaparin sodium (lovenox) from 1994 to 2017. And rivaroxaban (xarelto) since 2017. On (B)(6) 2001, the patient had essure (ess205) inserted. On (B)(6) 2001, the patient experienced, headache ("head pain"). On (B)(6) 2016, the patient experienced, fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced, pain ("severe and persistent pain"). On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("pid"), major depression (seriousness criterion medically significant), anxiety ("mental anguish"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), alopecia ("hair loss") and tooth loss ("teeth loss"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, total abdominal hysterectomy and bilateral salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the headache had resolved. At the time of the report, the pelvic pain and major depression was resolving. And the fallopian tube perforation, uterine perforation, pelvic inflammatory disease, anxiety, pain, allergy to metals, mental disorder, alopecia, weight increased and tooth loss outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, fallopian tube perforation, headache, major depression, mental disorder, pain, pelvic inflammatory disease, pelvic pain, tooth loss, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2001, results: not provided. Ultrasound scan: on (B)(6) 2016, results: uterus perforation. Concerning the injuries reported in this case, the following one/ones were reported via social media , pelvic pain , coils migrated to uterus essure, pelvic inflammatory disease, alopecia, weight increased and tooth loss. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received. Events added: pid, hair loss, weight gain and teeth loss. Event injury was deleted. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), fallopian tube perforation ('essure coil migrated / essure perforated fallopian tube'), uterine perforation ('uterus perforation') and major depression ('major depression / depression') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did no use birth control or contraception following her essure placement procedure". The patient's medical history included multigravida and parity 3. Concurrent conditions included uterine bleeding. Concomitant products included enoxaparin sodium (lovenox) from 1994 to 2017 and rivaroxaban (xarelto) since 2017. In (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2001, the patient experienced headache ("head pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pain ("severe and persistent pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("pid"), major depression (seriousness criterion medically significant), anxiety ("mental anguish"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), alopecia ("hair loss"), tooth loss ("teeth loss"), tooth fracture ("broken tooth") and dental caries ("rotten teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, total abdominal hysterectomy and bilateral salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the headache had resolved. At the time of the report, the pelvic pain and major depression was resolving and the fallopian tube perforation, uterine perforation, pelvic inflammatory disease, anxiety, pain, allergy to metals, mental disorder, alopecia, weight increased, tooth loss, tooth fracture and dental caries outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, dental caries, fallopian tube perforation, headache, major depression, mental disorder, pain, pelvic inflammatory disease, pelvic pain, tooth fracture, tooth loss, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2001: results: not provided. Ultrasound scan - on (B)(6) 2016: results: uterus perforation. Concerning the injuries reported in this case, the following one/ones were reported via social media , pelvic pain , coils migrated to uterus essure, pelvic inflammatory disease, alopecia, weight increased and tooth loss. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: new event rotten teeth, broken tooth were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/ pain worse than natural child birth'), fallopian tube perforation ('essure coil migrated / essure perforated fallopian tube') and uterine perforation ('uterus perforation') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did no use birth control or contraception following her essure placement procedure". The patient's medical history included multigravida and parity 3. Concurrent conditions included uterine bleeding. Concomitant products included enoxaparin sodium (lovenox) from 1994 to 2017 and rivaroxaban (xarelto) since 2017. In (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2001, the patient experienced headache ("head pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pain ("severe and persistent pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), major depression ("major depression / depression"), pelvic inflammatory disease ("pid"), anxiety ("mental anguish"), allergy to metals ("allergic to nickel"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), alopecia ("hair loss"), tooth loss ("teeth loss"), tooth fracture ("broken tooth/teeth are braking everyday/crumbled ") and dental caries ("rotten teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, total abdominal hysterectomy and bilateral salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the headache had resolved. At the time of the report, the pelvic pain and major depression was resolving and the fallopian tube perforation, uterine perforation, pelvic inflammatory disease, anxiety, pain, allergy to metals, mental disorder, alopecia, weight increased, tooth loss, tooth fracture and dental caries outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, dental caries, fallopian tube perforation, headache, major depression, mental disorder, pain, pelvic inflammatory disease, pelvic pain, tooth fracture, tooth loss, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2001: results: not provided. Ultrasound scan - on (B)(6) 2016: results: uterus perforation. Concerning the injuries reported in this case, the following one/ones were reported via social media, pelvic pain, coils migrated to uterus essure, pelvic inflammatory disease, alopecia, weight increased and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.